Manufacturer narrative:
The condition of failure code 500:320:654:0000 was confirmed. An assignable cause was not provided and the device will not be repaired as it is baxter owned. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device utilizes user interface module master software version 5.08.90 categorized as remediated. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 500:320:654:0000 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software for this device is currently not known.